Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior tibial artery (ata). A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation but failed to inflate. It was then noted that there was a hole on the posterior side of the balloon. No patient complications were reported and the patient's status was stable.